Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath was inserted into the groin and then the 15 cc aspiration was performed pre-catheter insertion. The aspiration kept yielding more and more air getting pulled out of the sheath, even after about 60 cc of blood were pulled back. The doctor noted that if he put his thumb over the valve, it wouldn't continue to draw back air. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.